Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. And system performance was unable to be evaluated with the data available. Based on a review of the information available in dms, the system was just starting to stabilize prior to the user discontinuing use. The user would not like to resume usage of the system and have the system removed.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
B4. Date of this report 19 august 2025. G3. Date received by the manufacturer? 19 august 2025. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.